Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, serial: n/a, batch: 27811433.

Event description:
It was reported the patient experienced swelling and pain above the anchoring site after a spinal cord stimulation (scs) permanent trial. The patient underwent an explant procedure where the lead and lead anchor were removed. Initially, the physician waited to see if the swelling would dissipate without intervention; but ultimately, the patient underwent a procedure where the suture was re-opened to release pressure and reduce pain. The patient did well post-operatively.